Event description:
The customer reported weak false positive reactions of n negative cells from their cell panel of a competitor with seraclone anti-n art. - no. 808415, lot 1934140. Customer could send us neither vials of the complained lot nor the affected cell panel of the competitor. Testing of the quality control laboratory confirmed false positive reactions. A review of the batch record documentation gives no hints of irregularities that might have affected negatively the specificity of the complained lot. Due to the confirmed complaint, a risk analysis was performed. On the basis of the result of the risk analysis we decided that no market related activities are necessary. A CAPA was initiated to intensify the efforts to find the root cause for the complaint.